Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At the six (6) month follow-up procedure it was noted that there was a small leak present. At the twelve (12) month follow-up the leak had grown but was still small. Two (2) years post procedure the patient experienced stroke symptoms and was given tenecteplase. Computed tomography scans showed no brain bleed. Imaging showed that the leak was still present, and the patient was put back onto anticoagulation medication.

Manufacturer narrative:
B3: date of event: aware date used as event date is unknown. D6a: implant date: estimated as implant reported to have occurred on (B)(6) 2021.